Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence, u rinary/bowel dysfunction. It was reported that the reason for the call was the patient mentioned that during the surgery, something happened and they were unable to breathe, so they had to be intubated or have something placed down their throat. The patient was not sure exactly what occurred and was waiting for a call from their healthcare provider to address these questions. The patient also mentioned that the healthcare provider explained the ins was implanted on the right side, even though the original plan was to implant it on the left. According to the patient, the provider explained that they were unable to connect the device properly on the left side. The patient was redirected to their healthcare provider to further address the issue.